Event description:
Customer reported device = hi and 598 mg/dl. Customer went to the emergency room (ER). Hosp tested glucose & performed a lab comparison; however no values were provided. Customer was given and IV and released from the hosp later that day. No controls were used. A request was made for return product and replacement product was sent.